Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose. Customer's blood glucose value was 423 mg/dl. Mode of treatment for high blood glucose is unknown. It was unknown if automode feature was in use at the time of the event. Insulin pump will be returned for analysis.